Event description:
Patient with fractured unipolar epicardial right ventricular pacemaker lead. Portion of lead explanted and sent to pathology. Lead replaced. No patient harm.device #1is this a laboratory device or laboratory test?no.